Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(4).

Event description:
Information was received based on review of a journal article titled, "cementless surface replacement hemiarthroplasty for primary glenohumeral osteoarthritis: results of over 5-year follow-up in patients with or without rotator cuff deficiency" which aimed to review the outcomes of cementless surface replacement hemiarthroplasty in patients with glenohumeral osteoarthritis with or without rotator cuff arthropathy. The study consisted of forty-three (43) patients that underwent fifty-three (53) cementless surface replacement hemiarthroplasties between 2006 and 2010. Twenty (20) were shoulders with glenohumeral arthritis associated with rotator cuff deficiency without superior migration of the humeral head and twenty-one (21) with primary glenohumeral osteoarthritis with intact rotator cuffs. At the final follow-up, one (1) patient was revised to a reverse shoulder prosthesis due to dislocation and two (2) patients underwent manual manipulation due to stiffness. Four (4) patients reported they were unhappy with the results. Three (3) patients reported being unsure with the results. The remaining thirty-four (34) patients reported being very happy/happy with the results. Functional gains were significantly higher in patients with intact rotator cuffs compared to cuff-deficient shoulders, with scores improving in both satisfaction and forward flexion. In conclusion, cementless surface replacement hemiarthroplasty provides significant improvements in pain and function in patients with glenohumeral osteoarthritis. In patients with deficient cuffs, functional gains are limited and should be considered in low-demand patients where pain is the primary problem.